Event description:
Healthcare professional reported left side "lymph nodes of residual inflammatory type." Healthcare professional additionally reported "discrete fibrocystic changes, together with mild ectasia of milk ducts," "fibroadenoma"; these events are not device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lymph nodes of residual inflammatory type."

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, h6.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported left side "lymph nodes of residual inflammatory type." Healthcare professional additionally reported "discrete fibrocystic changes, together with mild ectasia of milk ducts," "fibroadenoma"; these events are not device related. Device has been explanted and replaced.